Event description:
Plaintiff alleges type I latex allergy and consequently developed a life threatening immediate hypersensitivity to latex as a result of latex exposure. Further alleges that as a direct and proximate result of this, she has and will continue to suffer severe pain and suffering, expenses for med care and treatment, and will suffer wage loss and loss of earning capacity. Sensitization to latex has caused restrictions in her life as to where she can go and what she can do as to avoid situations where any latex is present and caused mental strain and emotional stress as well as the loss of enjoyment of life.